Event description:
It is alleged that the device completed the scheduled infusion in six hrs instead of twelve hrs. Device was programmed for 83 ml/hr to run for twelve hrs. The device alarmed after six hrs infusion completed. No pt injury.